Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing detached at the tubing connector while sitting. The site of location was left side of the patient's abdomen and the pump was located in the right pocket. The infusion had been in use for two days and they were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.